Event description:
A report was received from the affiliate indicating two sterrad units malfunctioned causing feelings of irritations to facility staff. To date, no other info has been provided. Any additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4) human reactions. Additional FDA medwatch forms will be submitted for individual events when pt or additional info is obtained. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2009-00705.